Event description:
There was difficulty pushing a 3 deltapaq coils through the sl-10 straight microcatheter and the returned devices revealed coil damage. All of the coils were safely retrieved from the microcatheter. Prior to these coils, 3 coils had been deployed through the same microcatheter. There was no serious injury or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). This is 1 of 3 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. The unit was received cleaned and entangled. Located off the ball tip, the third and seventh secondary windings are damaged. This damage affected the connected secondary windings of 3 through 7 (middle section). This damage also exhibits compression and stretching. The proximal end of the coil has been stretched. The coil was returned severely damaged. The evidence as received suggests that interference contributed to the coil¿s introduction difficulty. The source of this interference cannot be determined. It also cannot be determine if the damage found to the microcoil system was the cause or result of the interference. In addition, without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.